Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the user spiked the IV dexamethasone bag and inserted the tubing into the device. The user notice that the set disconnected and "broke at insertion point" of the IV bag.